Event description:
I received a letter from the (B)(6) regional blood center on (B)(6). The letter stated that my plasma was tested for human leukocyte antibodies, and my plasma contained the hla antibodies. The letter also stated that I couldn't donate plasma anymore, I could only donate whole blood or red blood cells. I have been a donor since 2003, and I have donated plasma since 2010. A spokeswoman named robin fuller sent me an email that started my plasma was tested twice, and the first time the test was negative. I called my doctor and she said if the first test was negative the only way the second test would be positive would be if I became pregnant after the first test was taken, and that is not true. No one has contacted me regarding this situation, and I want the truth. Based on the conversation I had with my doctor the tests from the blood center are not correct, but I cannot donate plasma because of the information I received in the letter.